Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his son¿s pump has been having a blank display. Her blood glucose was unknown. After blank display troubleshooting, the blank display did not remain. The caller mentioned that the pump also received a failed battery test alarm. However, they did not have a new battery to complete troubleshooting. The insulin pump will not be returned for analysis.